Manufacturer narrative:
The ventilator was returned to a third party repair ctr for eval and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the ventilator inoperative condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred while a ventilator was in use. There was no pt harm or injury reported.